Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. The patient received multiple air detected in cassette alarms during drain 4 of 4 of the treatment. Fluid was discovered leaking from the cassette door when it was opened to remove the cassette. The ts representative advised the patient to discontinue use of their cycler. A replacement cycler was issued to the patient. It was reported that the cause of the leak was unknown. The patient advised ts that they would complete their treatment by performing a manual exchange. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient is trained on performing stat drains, as well as manual pd therapy if needed. As a precaution, the patient was treated with prophylactic antibiotics via intraperitoneal administration. The patient was prescribed 2 g vancomycin and 2 g ceftazidime. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for physical evaluation as it was reportedly discarded. In addition, the lot number for the cassette could not be provided. The cycler was available to be returned to the manufacturer for evaluation.